Event description:
The caller stated that he received a blood glucose reading of 35 mg/dl on his elite, compared to a reading of 130 mg/dl on a one touch meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.